Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. The patient was connected to the homechoice device and was performing automated peritoneal dialysis therapy up until the event of the death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During rite testing no issues were found that could have caused or contributed to the reported event. The device passed the accuracy confirmation and temperature verification testing. The device was determined to meet product specification related to the reported event. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.